Event description:
This customer reported a failure to discharge during a patient event. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge during a patient event. There was no impact to the involved patient. This customer reported a failure to discharge during the patient event. There was no impact to the involved patient.